Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and was not able to duplicate the first reported issue which is battery low alarmed. As a resolution, the technician replaced flow valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2200 has battery low alarmed and the delivered tidal volume exceeding high limit. As of this time there is no information about patient involvement associated with this reported event.